Manufacturer narrative:
(B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
It was reported that the patient underwent a posterior spinal surgical procedure at t10-pelvis. One week post-op the patient reported having lower back pain. An x-ray showed that the set screw on the right side had come loose. The patient underwent a revision surgery one week post-op. During the revision surgery it was noted that the rod on the left side had migrated although the set screw was still tight. The bolt on the left side was removed and replaced with a competitor¿s product; the right side bolt and set screw were removed and replaced. Two weeks later it was reported that the bolt had slipped out axially. The patient underwent an additional revision surgery to correct the hardware. No additional patient complications were reported.

Manufacturer narrative:
Neither the bone screw thread nor the threads in the head of the bone screw are damaged. The rod contact area on the saddle is damaged from what appears to be the rod moving against it. There is a rub mark on the outside of the saddle where the rod touch from what appears to be a step of the rod to bone screw head. The above observations are consistent with what appears to be over angulation of the bone screw and rod.